Event description:
Pt received 2 stents in 2003. They died 9 days later of a blood clot. Reporter spoke with cordis and they confirmed stents cause clotting. Since reporter has read numerous reports of adverse events with this particular brand, reporter wanted to notify the FDA.